Manufacturer narrative:
The device had a stuck bur, which was removed prior to the evaluation being performed. The upper bearings were found to be corroded and difficult to rotate. Corrosion damage was noted within the internal components of the device.

Event description:
The fixed duraguard, 16mm overheated while being tested by the field service technician. There was no pt involvement, and no adverse consequences were reported.